Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one (B)(6) female patient (bmi 26.6kg/m2) underwent catheter ablation for persistent pulmonary vein isolation as well as linear ablation at the la roof and septum. Patient suffered procedure related endoscopically detected oesophageal lesions: mucosal ulceration with fibrin. The lesion was identified at the 30 cm lateral midoesophageal level. Esophogastroduodenoscopy revealed gastritis, angiodysplasia. Patient did not have any medical history of gastrointestinal tract diseases. The lesions presented as primary superficial mucosal injury. Patient was treated with intravenous ppis and close follow-up ensured lesion improvement. Title: ¿oesophageal injury following magnetically guided single-catheter ablation for atrial fibrillation: insights from the magna-af registry.¿ the purpose of this study was to test hypothesis that magnetically controlled ablation with stable catheter position, constant low contact force, and careful radiofrequency (rf) energy titration at the posterior left atrial (la) wall can limit the incidence of oesophageal tissue damage. 266 consecutive patients were enrolled in this study. Navistar rmt thermocool ablation catheters were used in this study, however catalog and lot number were unknown.